Event description:
It was reported that the surgeon was having problems with the cc4204a collamer plate lens tearing during insertion. The lens was cut and removed from the eye without any patient injury. A staar representative performed an in-service at the facility and discovered the surgery tech was not using any bss while loading the injection system. The reporter stated the addition of this step had resolved the issue and therefore, they concluded the problem was due to a loading error.

Manufacturer narrative:
Concomitant medical device: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product showed a small piece of the lens was stuck inside the injector, there was a clear surgical residue on both the cartridge and injector, however, there was no visible damage observed. (B)(4).